Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 438 mg/dl. Customer had nausea. Customer was treated with insulin pump. Customer was not using auto mode feature. Customer did not alleging insulin pump for under delivering. Customer declined to check air bubbles and leak. Customer stated that they did high pressure test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.